Event description:
IT WAS REPORTED THAT THE LEAD WAS NO LONGER FUNCTIONING AS INTENDED. THE PATIENT UNDERWENT TRIAL PROCEDURE.

Event description:
It was reported that the lead was no longer functioning as intended. The patient underwent trial procedure.

Manufacturer narrative:
Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Failure to Follow Instructions